Event description:
It was reported; patient received 3 courses of docetaxel. On 7/8, a nurse from the health center calls and reports after the PICC line has been changed there. According to the nurse, the insertion site is red and there is some fluid coming from the ¿wings¿ of the PICC line. The nurse at the health center says it was fine to flush the PICC line. The patient is not at the health center when the call is made. Due to staffing reasons, it is not possible to bring the patient to the clinic that day, so they plan to check the PICC line during the scheduled treatment on 9/8. 9/8: the patient comes for scheduled treatment (ec course 1). The insertion site for the PICC line is described as very messy, with a red hardening about 2x2 cm at the insertion site. Not red or warm, but noticeably irritated and tender. When flushing the PICC line, it leaks profusely from the ¿wings¿. A hole can be seen if the tube is folded where the wings end, i.e., 1 cm before 0. The PICC line is removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed in the catheter tubing just distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, patient received 3 courses of docetaxel. On 7/8, a nurse from the health center calls and reports after the PICC line has been changed there. According to the nurse, the insertion site is red and there is some fluid coming from the ¿wings¿ of the PICC line. The nurse at the health center says it was fine to flush the PICC line. The patient is not at the health center when the call is made. Due to staffing reasons, it is not possible to bring the patient to the clinic that day, so they plan to check the PICC line during the scheduled treatment on (B)(6). (B)(6): the patient comes for scheduled treatment (ec course 1). The insertion site for the PICC line is described as very messy, with a red hardening about 2x2 cm at the insertion site. Not red or warm, but noticeably irritated and tender. When flushing the PICC line, it leaks profusely from the ¿wings¿. A hole can be seen if the tube is folded where the wings end, i.e., 1 cm before 0. The PICC line is removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.